Event description:
The nurse reported that this central nurse's station (cns) rebooted spontaneously and the cns application would not start. The cns displayed a "display device count" and "screen control initialize" error messages. No reports of patient harm.

Manufacturer narrative:
The nurse reported that this central nurse's station (cns) rebooted spontaneously and the cns application would not start. The cns displayed a "display device count" and "screen control initialize" error messages. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.